Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the device was explanted and replaced. It was also reported that the lv lead had unstable thresholds. The lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688 lead. Implanted: (B)(6)2010. (B)(4)

Event description:
It was reported that the left ventricular (lv) lead had high capture threshold outputs, which resulted in premature battery depletion of the implantable cardioverter defibrillator (ICD) device. The lead was programmed off. The device and lead remain in use. No patient complications have been reported as a result of this event.